Manufacturer narrative:
The problem was due to a sensor board failure. After the component replacement the laser sys restarted do work. We are unaware about pt injury.

Event description:
The laser sys has the following problem: "inadequate laser energy". No adverse effects to pt were reported.